Manufacturer narrative:
Per -3206 initial report. X-rays, operative notes and patient details have been requested, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Washout and partial bone removal approximately 4 years and 8 months after implantation of trinity / minihip devices due to impingement. No implants were removed during this procedure.

Manufacturer narrative:
(B)(4) final report. X-rays, operative notes and patient details were requested, however, not all could be provided. The devices were not revised and remain in situ. It was reported that some bone was causing anterior impingement and thus this part of bone was removed. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specification. Based on the available information it has been concluded that the reported "squeaking" in the hip and subsequent second surgery was the result of a part of the patient's bone and not due to the design or performance of the corin devices and thus this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Washout and partial bone removal approximately 4 years and 8 months after implantation of trinity / minihip devices due to impingement. No implants were removed during this procedure. Please note: the biolox delta ceramic liner associated with this report is not cleared for sale or distribution within the USA and this event occurred outside of the USA.